Manufacturer narrative:
Supplement #1 - medwatch sent to the FDA on 23/dec/2019. The device was returned to the apollo device analysis laboratory on (B)(6) 2019. Analysis of the device is ongoing.

Manufacturer narrative:
Supplement #2 - medwatch sent to the FDA on 06/jan/2020. Additional information: h3, h6, h10. Device evaluation summary: the device was returned to the apollo device analysis laboratory on 14/nov/2019. A deflated balloon was received without the fill tube. The balloon is discolored with "fungus" present on the shell. As the device was not received with the fill tube, a sample fill tube was used for device testing. There were no blockages observed and the flow of di water was continuous and unobstructed. During the air leak test, the balloon inflated; however, due to the hole the balloon quickly deflated. The hole present on the shell has striated edges which is consistent with surgical removal instruments. There is "fungus" present on over 90% of the balloons surface.

Manufacturer narrative:
Apollo has not received the product at this time. Therefore no analysis or testing has been done. A review of the device labeling notes the following: the risk documentation for this device establishes the occurrence ranking for the reported event "inflation" as "remote", which is defined by apollo as .02% - .49% of complaints over units sold. A review for the intragastric balloon products for the failure mode "inflation" is performed during quarterly complaint analysis meetings (cam) and has demonstrated that global balloon inflation rate remains at "remote". Therefore, apollo determined that the reported event is occurring within the range of the expected frequency and severity for this reported event, as referenced in the cam meeting slides. The current orbera® intragastric balloon system directions for use (dfu) addresses the known and anticipated potential events of "pain ", "vomiting", and "nausea" as follows: "the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response." "Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms." "Complications: possible complications of the use of the orbera system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Abdominal or back pain, either steady or cyclic."

Event description:
Reported complaint: the "patient started with pain, náusea and vomit on (B)(6) 2019. An endoscopy was performed and it was confirmed hyperinflation (of the balloon)."